Event description:
Information was received from multiple sources (friend/family member, healthcare provider) regarding a patient who was receiving unknown baclofen via an implantable pump for intractable spasticity. It was reported that *information omitted pertaining to 707752398- prev pump infection information was received from a consumer via a healthcare provider (hcp) regarding a patient receiving intrathecal unknown baclofen for intractable spasticity. It was reported the patient¿s wife heard a sound consistent with the critical alarm ~3-4 times earlier today. She did not think the patient was near anything magnetic, but it seemed to have stopped for now. Additional information was received on 2025-03-13 via the hcp and it was reported that the patient had numerous motor stalls (~18) going back to on (B)(6) 2024. In all cases, the pump recovered within a short amount of time. The hcp did not think the patient was getting near magnets, although patient has had a few of the stalls occur when he was in pool therapy where a lift was used. The hcp contacted the facility where he had pool therapy and they do not think the lift had magnets in it, but it did have a battery and motor. She stated the brand of the lift was global lift corporation and the model is c-375.

Manufacturer narrative:
B3. Date of event is approximate. Year valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.